Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an irritation all over the patient¿s chest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid ointment for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.